Event description:
The patient was simplanted with a vented electric left ventricular assist deivce (lvad). It was reported by the vad coordinator that the pt was at home and was getting red heart and power limit advisory alarms. The pt was admitted to the hosp and put on pneumatic back up using a stroke volume limiter (svl) and drive console. The pt remains stable, and on pneumatic lvad support in while awaiting a heart transplant.